Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 42560007514, stem extension tapered cemented 14 mm diameter +75 mm length, lot 64783462, 42504606602, femur cemented standard right size 9, lot 64705415, 42560007514, stem extension tapered cemented 14 mm diameter +75 mm length, lot 64783462,and 42522800710, articular surface fixed bearing constrained condylar knee (cck) right 10 mm height, lot 64277775. Multiple MDR reports were filed for this event, please see associated reports: (B)(4).

Event description:
It was reported that approximately three days post implantation, the patient had presented to the emergency department with complaints of pain. During evaluation, the surgeon noted hemarthrosis of the replaced joint. Patient was treated with physical therapy and a narcotic pain medication. Attempts have been made and no additional information is available.

Manufacturer narrative:
Upon review and medical investigation of this event, it has been determined that this event does not meet the requirements of a complaint. Pain on postoperative day 1 is not considered an abnormal finding, as most patients are kept minimal of 1 day in the hospital for pain management. It is now known that the patient underwent an outpatient surgery and was released to go home postoperatively. The patient was unable to manage their pain and was instructed to go to the emergency room. No abnormal findings were noted in the emergency visit; only provided serial pain medication to achieve pain control. Follow up visit on postoperative day 3 with the surgeon recommended supportive device, such as knee mobilizer and increased patient oral pain medication. Surgeon also noted mild hemarthrosis and no surgical intervention provided. Follow up visits noted pain and hemarthrosis resolved, devices remain implanted. The initial report for this event should be considered voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
See h10 narrative.